Event description:
On january 07, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. The following example sets were provided by the user: 1. On (B)(6) 2025 at 11:32 pm cst sg: 345 mg/dl and bg:153 mg/dl. 2. On (B)(6) 2025 at 10:26 pm cst sg: out of range and bg:117 mg/dl. 3. On (B)(6) 2025 at 1:01 pm cst sg: 70 mg/dl and bg:154 mg/dl. 4. On (B)(6) 2025 at 1:21 pm cst sg: 63 mg/dl and bg:157 mg/dl. A review of the data management system (dms) data revealed that: 1. On (B)(6) 2025 at 11:32 pm cst sg was 177 mg/dl and no bg was entered. 2. On (B)(6) 2025 at 10:26 pm cst sg: out of range. 3. On (B)(6) 2025 at 1:46 pm est sg was 70 mg/dl and bg at 1:48 pm was154 mg/dl 4. On (B)(6) 2025 at 1:21 pm cst sg: 63 mg/dl and no bg was entered. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation.the RMA was authorized for the return of sensor for further investigation. The sensor was tested in-house and showed no issues were observed with sensor performance.a review of the in vivo raw data did not reveal any anomalies. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root of inaccuracies cause may be related to an issue with the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report (B)(6) 2025. G3. Date received by the manufacturer? 05 april 2025. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10, h6. Investigation findings updated to 213, h6. Investigation conclusions updated to 67.